Event description:
Warming of fluid for administration. While administering plasma, tubing began leaking from the heating cartridge. It was changed out without additional leakage or delay in administration of product. Since this event, program has experienced three additional cartridge events leading to this report.